Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery hook (pch) instrument was analyzed and the reported complaint of "broken button" was not confirmed. For clarification, the instrument input disk #7 was not used and it was in expected condition to not be present. A grey input called a plug was in its place appearing to be broken. Additional finding(s) found unrelated to the reported complaint states that the instrument had a broken distal clevis at the base of the clevis. The broken piece was not returned, measuring roughly 0.661 x 0.0990¿ in size. The clevis did not show abrasions or scratches on the outer surface. Components adjacent to the broken clevis did not show damage.

Event description:
It was reported that during central processing, the permanent cautery hook instrument was found with a broken button. There was no report of patient involvement.